Manufacturer narrative:
(B)(4).

Event description:
The previously reported target vessel revascularisation which occured approx 18 months post index procedure was also due to left lower extremity pain.

Event description:
During the index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Approximately 13 months post index procedure, the patient underwent a target vessel revascularization. The left sfa was treated with arthrectomy and a pacific plus standard balloon catheter. Investigator assessed that the event was not related to the study procedure or study device. The clinical events committee adjudicated that the event was related to the study device but not related to the study procedure. It is reported the event was resolved. The patient underwent a target limb revascularization approximately 18 months post index procedure due to recurring left claudication and total occlusion of the left sfa. Laser arthrectomy and pta with a non medtronic balloon were used in the left sfa. The investigator has indicated the event was not related to the study device or procedure. The clinical events committee adjudicated that the event was related to the study device but not related to the study procedure. The event was resolved. It is reported that the patient suffered from acute respiratory failure and expired approx 21 months post index procedure. Investigator has assessed that the event was not related to the study device or procedure.

Event description:
It is reported that patient death occured one month later than the previously reported date.

Manufacturer narrative:
Results and conclusions: (occlusion, death). (B)(4).